Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy drain. The cause and treatment were not reported. Six days after the event onset, the patient was hospitalized. At the time of this report, the patient outcome and action taken with the pd therapy were not reported. No additional information was provided as the reporter decline to provide follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.